Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was observed that the tray had a slight bend in the rear-right corner. There were no other discrepancies observed during external visual inspection. A simulated treatment was completed without failure. The go/ no go gauge check failed. The go check failed at the left side (display side) at the front corner point and the center point of the heater tray as well as at the rear edge of the heater tray at the right corner (pump side). The system air leak test and valve actuation test passed. The load cell verification failed with a 2000 gram check. After adjusting the height of the left m6 x 30 mm set screw on the heater tray mounting base, the go check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2019, a peritoneal dialysis (pd) patient contacted customer support reporting slower than expected drain times during pd treatment with the liberty select cycler. During the call pd treatment data was recorded for (B)(6) 2019 and it was determined in cycle 5 the patient had a drain volume that was 184% over the largest fill volume. As a result, the cycler was processed for replacement. There were no reported adverse events associated with the large drain volume during the call. Upon follow-up, the pd nurse reported the patient completed treatment with manual pd exchanges and confirmed the patient did not experience any adverse effects as a result of the reported event. The patient reportedly received the replacement cycler and continued pd treatments without any issues. Additionally, the pd nurse stated the patient underwent surgery for kidney removal which is not related to any fresenius product. Based on the reported information, there is no allegation nor any indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient reported their drain cycle was slower than usual. Upon review of the patient¿s treatment records, the iipv event was confirmed. The review identified that the patient drained 4256ml during drain 5 of the treatment. This drain volume is 180% the patient's fill volume of 2308ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The reported cycler has been returned to the manufacturer for physical evaluation.